Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. The received alaris system was powered on and with a bd plastipak 50/60ml syringe correctly loaded the displayed syringe options were bd plastipak 1.0ml, bd plastipak 3.0ml and terumo 3.0ml. The syringe module was disassembled and a visual inspection identified that the syringe sizing assembly bracket was distorted and damaged, also the syringe sizing mechanism was dislodged from the syringe sizing potentiometer and not transferring the movement/position of the syringe sizing clamp to the potentiometer which was in a fixed position. The syringe module syringe sizing bracket was replaced and a performance verification procedure was completed on the pcu and syringe module; all results were within specification. The alaris system was subjected to a continuous infusion for 24 hours which completed failure free. The customer also stated that on the date/time of the reported issue a bd plastipak 50/60ml syringe was loaded into the syringe module, however both the pcu and syringe module event logs identified that the syringe selected was a terumo 3.0ml syringe. The confirmation of the incorrect syringe model size has resulted in the reported overinfusion due to the difference between the rates of travel of the selected syringe model size (terumo 3.0ml) and the loaded syringe model size (bd plastipak 50/60ml). The root cause of the reported failure is the culmination of two user issues; first the user has inadvertently misaligned / dislodged the syringe sizing mechanism and second the user confirmed a bd plastipak 50/60ml syringe as a terumo 3ml syringe and started the infusion.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
A lipid infusion was programmed and checked by two nurses to infuse at 6 ml/h with a vtbi of 48 mls. The report suggests that an hour later they noticed that the whole 48 mls had been infused. From the reported information there are no indications of serious injury to the patient or user as a result of this incident